Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The patient via a company representative reported burning around the implantable pulse generator (ipg) site on the right buttock especially as she tossed and turned at night. It was unknown what led to the event. Impedances were run and all were within normal limits. The patient was going to turn device off at night to see if that would make a difference. It was unknown if a surgical intervention was planned but it was noted if the patient continued to experience difficulty that she is not comfortable with, she will consider asking the physician to move her ipg site. The indication for use was failed back surgery syndrome. If additional information is received, a follow-up report will be sent.